Event description:
Rn attempted to remove the #10 jackson-pratt drain per md orders on (B)(6) 2010. The rn positioned the patient, explained the procedure, deflated the bulb and removed stitches from insertion site. Rn felt resistance as she pulled on the tubing which came out up to the distal end and then snapped at the connection between the catheter and the white end of the catheter. The patient was taken back to surgery for retrieval of the distal retained portion of the jackson-pratt catheter.